Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: blood was observed within the inflation balloon, x-rays of the delivery system were taken and no observable abnormalities were visible, engineering disassembled the proximal end of the handle and no abnormalities were observed on the balloon shaft at the stop sleeve, and after engineering disassembled the handle, a crack on the balloon shaft with exposed braiding was observed 13.5'' from the crimp balloon to balloon shaft bond. The instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Functional testing was conducted and during pre-decontamination evaluation, the delivery system was inflated through the balloon port and was observed leaking at the flex tip. During post-decontamination evaluation and prior to disassembly, the delivery system was inflated through the balloon port and was observed leaking at the flex tip with the delivery system in both packaging position and default position. Attempts were made to replicate brittle cracks along the rest of the balloon shaft. Testing did not find any other areas with brittle characteristics along the shaft, as all other locations kinked instead of cracked. Imagery of the patient's anatomy provided by the site revealed tortuosity within the patient's iliac arteries and descending aorta. Imagery of the devices showed that post-procedure, the delivery system is observed to be leaking at the flex tip. The complaint for delivery system leakage was confirmed based on the evaluation of the returned complaint device and provided imagery, where it was determined to potentially be related to a supplier issue. Additionally, a review of the IFU and training manual revealed no deficiencies. Resistance was reported between the delivery system and the esheath during insertion. Per the edwards training manual, ''in expectation of high friction, use short movements and push delivery system closer to sheath hub.'' Per engineering evaluation findings, there was exposed balloon shaft braiding was visible underneath the catheter damage. A lack of damage, leakage, or other abnormalities reported during preparation of the delivery system indicate that the balloon shaft crack likely occurred after insertion into the sheath using high push forces. The balloon catheter on the commander delivery system is seated within the flex shaft. While there was reported resistance inserting into the sheath, there were no other signs of damage (such as kinks or stretching) on the area of the balloon shaft surrounding the crack, or the areas of the flex shaft seated over the balloon shaft, that are typically observed on resistance complaints due to device manipulation under high push forces. The clean crack on the balloon shaft, and lack of damage on the flex shaft above, indicates the balloon shaft may be brittle, making it more susceptible to fracture when high push force was applied during insertion. Brittle characteristics of the balloon shaft suggest a potential supplier manufacturing non-conformance. Available information suggests that procedural factors (high push force) and manufacturing defect (supplier related issue) contributed to the reported event. A potential supplier non-conformance likely contributed to the complaint event. As the issue was potentially supplier related, a communication to the supplier was performed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions (CAPA) are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with an esheath, the physicians experienced a higher-than-expected amount of resistance when pushing the 20 mm sapien 3 ultra resilia valve and commander delivery system through the esheath. The patient's minimum vessel diameter was about 5.5 mm in the common femoral and external iliac. With much effort, the physician was able to advance the valve to the aortic position. During deployment, only inflated approximately 3/4 of the way and did not fully expand the valve. Upon pulling negative pressure, blood appeared in the atrion. It was assumed that the balloon had ruptured, and the delivery system was removed from the patient. The valve was visibly under expanded and seemed to anchor enough in the leaflets. A true balloon was used to complete the full expansion of the valve. The patient was in stable condition and no patient injury was reported. While inspecting the commander delivery system on the back table, no visible rupture could be identified on the balloon. However, water was dripping out of the flex catheter. It was thought the high push force when advancing the delivery system through the esheath, may have damaged the delivery catheter in some way.